Event description:
Complainant alleged that the clinicians were defibrillating a pt, who was in an unresponsive condition. The clinicians administered the first shock at 200 joules, and a second shock at 300 joules, and third and fourth shock at 360 joules. The clinician reported that upon the discharge of a fifth shock at 360 joules, there was no pt movement indicating that the energy was delivered to the pt. The clinician then obtained another device and continued defibrillating the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering dept was unable to duplicate the reported problem.